Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: was there a need to change the procedure or any significant impact to the or team such as: re-design of the operative course. Loss of orientation to the area of the procedure. Field set-up. Were there any unexpected outcomes or complications as a result of the alleged device failure or extended or time? What was the impact to the patient? Increased blood loss. Additional treatment. Diagnostic intervention. Delayed healing. Loss of function. Extended hospital stay. G. Increased morbidity. If photos are available, please send attached to this reply email. Thank you.

Event description:
It was reported that during a laparoscopic right hepatectomy procedure, the titanium tip broke. The device passed the pre-run test and broke during hepatic resection at the sixth segment of the liver after about one hour operation. The titanium tip fell into the abdominal cavity of the patient. The surgeon took around two hours to look for the broken piece with x-rays but failed to find it. The abdomen was closed after get confirmation from clinical and operation room. The patient is in the hospital for observation now. Unknown how case was completed.

Manufacturer narrative:
Additional information additional information was requested and the following was obtained: was there a need to change the procedure or any significant impact to the or team such as: no change for the procedure: re-design of the operative course. Loss of orientation to the area of the procedure. Field set-up. Were there any unexpected outcomes or complications as a result of the alleged device failure or extended or time? Since extended two hours or time, prolonged anesthesia time will increase the incidence of complications, bring the risk of surgery, it just currently has not found complication yet. What was the impact to the patient? A. Increased blood loss additional treatment; diagnostic intervention; delayed healing; loss of function; extended hospital stay; increased morbidity.

Manufacturer narrative:
(B)(4). Additional information: no instrument was returned, only an image was sent for interpretation. The photo shows a device (harmonic ace 36cm w erg handle) that appears to have been used in surgery, and has a damaged and broken blade. There is no evidence as to the location of the blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Because the instrument was not return our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.